Event description:
Clinic reported that device channel 3 and 4 shut down. The clinic also reported that channel 1 and 2 surged.

Manufacturer narrative:
A device evaluation was performed by our service department. Root cause is unknown because the device performed to specification and to its intended use. The service department did not find any problems with the device. The device labeling identifies adverse effects; skin irritation and burns beneath the electrodes have been reported with the use of powered muscle stimulators. See scanned pages.